Manufacturer narrative:
H6: codes updated. The suspected device was not received for evaluation. The device history record was unable to be reviewed as no lot number was provided. The complaint cannot be replicated or confirmed, and a root cause was unable to be determined. A good faith effort was conducted to retrieve the device from the customer.

Manufacturer narrative:
D4 - expiration date and h4 - device MFR date are unknown. No information is available based on the reported lot number. B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the battery that's used with the cadd infusion pump is overheated and bloated. There was no patient involvement.